Event description:
The patient has two model 3186 leads from the same lot implanted as part of her scs system. It was reported the patient's scs leads were repositioned during an unrelated spine surgery on (B)(6) 2015 due to ineffective stimulation. The patient reportedly has effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's leads had migrated prior to surgical intervention undertaken on (B)(6) 2015. All of the patient's issues have reportedly resolved postoperative, and the patient now has effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.